Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Despite good faith attempts the user third-party culture result report and cleaning disinfection and sterilization (cds) processes were not shared. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and because the user culture results were not shared, the reported event could not be confirmed and a root cause could not be determined. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The issue was not confirmed, as the scope was not microbiologically tested by olympus. The device was not used for a procedure between the date the sample was collected and the date the results of the culture tests were obtained. After confirming positive microbiological test results, the device was quarantined without being used. The device was returned to olympus for evaluation. The device evaluation found the bending angle up/down did not meet specification. The glue around the object was starting to wear. The adhesive on the bending section cover had a chip. The control body plate had deformed. Due to damage on control section, the angle knob torque of the right/left knob at free exceeds the standard value. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, during reprocessing, the colonovideoscope biopsy channel tested positive for < 10 cfus of brevibacillus and 1 cfu of pseudomonas aeruginosa. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.